Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic vitrectomy did not cut during surgery. The surgery was completed successfully. Additional information has been requested, but none received to date.

Manufacturer narrative:
The pneumatics module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The pneumatics module was tested. The reported event was not replicated and there was no problem found with the pneumatics module. The customer reported event cannot be confirmed. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified but was later determined to not be relevant to this reported event. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).